Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, cardizem, plavix, lasix, lisinopril, and simvastatin. The report received from the cypress study indicated that the patient expired approximately 2 months post index procedure. This was a (B)(6) male with medical history including hyperlipidemia, previous pci ((B)(6) 2009), angina, congestive heart failure, chronic pulmonary disease (copd), allergy (penicillins), normocytic anemia and smoker. At the time of index procedure, the angiography revealed a lesion in the proximal rca. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The lesion as described as 8mm in length, class b1, moderately calcified, and de novo with 70% stenosis. As planned, the lesion was pre-dilated with a 3x15 mm balloon at 12 atms and a 3.5x13 mm cypher rx was implanted at 16 atms. No procedural complications were reported and the patient was discharged a day later on dual anti-platelet therapy. Approximately 2 months post index procedure, the patient expired due to unspecified reasons. The investigator considered the event of death was possibly related to the study stent and procedure. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Event description:
The report received from the (B)(4) study indicated that the patient expired approximately 2 months post index procedure. The patient had a previous pci on (B)(6) 2009 prior to the index procedure. Additional information has been ordered. At the time of index procedure, the angiography revealed a lesion in the prca. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The lesion as described as 8mm in length, class b1, moderately calcified, and de novo with 70% stenosis. As planned, the lesion was pre-dilated with a 3x15mm balloon at 12atms and a 3.5x13mm cypher rx was implanted at 16atms. No procedural complications were reported and the patient was discharged a day later. Approximately 2 months post index procedure, the patient expired due to unspecified reasons. The investigator considered the event of death was possibly related to the study stent and procedure.

Manufacturer narrative:
Addendum and correction ((B)(4) 2013): additional information in the revised crf indicated that the cause of death was non-cardiac due to pulmonary disease as per collected death certificate. Patient had a history of copd and smoking at the time of index admission. Previously reported code for death has been made a non-complaint as the cause was non-cardiac due to pulmonary disease.